Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: during blood sampling, blood leaks from the black part of the needle used to fit the tubes.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: during blood sampling, blood leaks from the black part of the needle used to fit the tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-jun-2022. Investigation summary bd received 2 contaminated samples. Because the samples were contaminated , bd was unable to perform an evaluation and returned samples were disposed of immediately. Therefore, 10 retained samples were used to draw 1 bd tube each and, the issue of leakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.